Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what is the tissue condition? Was any surgical intervention or re-suturing performed? Any medical treatment provided? If yes, please provide medicine name, strength and dose. Could you please confirm device's availability? Did tissue damage occur? Was the needle retrieved during the initial surgery or was an additional surgical intervention needed? The thread was used for the suture of the perineum so the tear was clean, more or less regular. The needle was withdrawn with difficulty with the needle holder because it was take deep in the gluteal muscle. There was no treatment to put in place. Additional information was requested, and the following was obtained: when did pain occur intra-op or post-op? What do you mean by adaptation of pain killers? Were additional pain killers given to the patient? If so, when? What is meant by ¿the suture had to be re-performed¿? Was the patient re-sutured during the initial procedure? Please explain and provide clarification. There was no complication associated to the reported event. The user immediately changed the device, and completed the procedure successfully. The patient follow-up had been physiologic without any additional pain killers.

Event description:
It was reported that a patient underwent a procedure to repair a tear on the perineum after childbirth on (B)(6) 2020, and suture was used. During the procedure, the thread pulled off from the needle on the patient¿s perineum. The needle was removed with difficulty from the patient's perineum. The patient had pain and adaptation of painkillers. The surgeon immediately changed the device, re-performed the suture, and completed the procedure successfully with no adverse patient consequences. The patient follow-up had been physiologic without any additional pain killers. There was no complication associated to the reported event. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/12/2020. A manufacturing record evaluation was performed for the finished device lot number am8314 , and no non conformances / manufacturing irregularities were identified. Additional h3 investigation summary: it was reported the thread pulled off from the needle. An empty opened foil, an empty labeled winding former and a used needle of product code vr2287, lot # am8314 were received for evaluation. During the visual inspection of the needle, body fluids and the edge of the barrel hole could be observed with marks that appears to be by use of the surgical instrument. The suture was not received for evaluation. The condition of the sample received indicate an improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.